Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eri, high threshold was observed on lv lead. The lead was repositioned. The patient's condition was good before, during and after the procedure.